Event description:
A huber needle was inserted into the pt's port for use in administration of prescribed medication. Upon removal of the needle, a larger than usual exit site was created as a result of the deformity of the needle.